Event description:
A doctor alleged that five (5) patients required repeated restoration procedures due to premise packable not setting. This is the first of five reports.

Manufacturer narrative:
The doctor performed a very deep restoration on tooth #36 using premise packable. The patient was advised he may experience sensitivity or discomfort. During subsequent follow up visits for other procedures, the patient alleged that he was still experiencing discomfort in tooth #36. The patient returned to see the doctor due to the discomfort. After taking x-rays, the doctor alleged that the premise packable was not set. The doctor removed the premise packable from the patient's tooth and the restoration was repeated using tetric composite without further incident. To date, the patient is doing fine and has not encountered any problems or failures. The product involved in the alleged incident was returned and evaluated. A visual inspection and a performance test on random tips from the returned product was conducted; all results were within specifications. In addition, a DHR review indicated that there were no deviations from the manufacturing process. No similar complaints were received with regard to this lot. These investigation results indicate that this incident is an isolated incident that occurred as a result of a user/technique related problem and was not due to a product failure.